Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v390371, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v162256, implanted: (B)(6) 2010, explanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v095777v02, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that a patient got a severe pain on the left side of his low back where his implantable neurostimulator (ins) was located "last night around midnight". It was noted that the patient took an oxycodone pill and was able to fall asleep "after about an hour and a half". It was reported that when he got up this morning the pain near the ins site had returned. It was stated that the patient turned stimulation off at night "because he couldn't sleep with it on" and that it had been off when he got the pain. The patient stated that "every morning the first thing he did" was to turn the stimulation on. It was reported that when he turned stimulation on "it felt like he was being electrocuted". The patient stated that stimulation was "really intense when it first came on". It was reported that at the time of the call the patient had stimulation on and had an ice pack on his back but it was not helping. It was noted that the patient got injections from his pain healthcare provider (hcp) that last a week. It was reported that the patient's next appointment with his hcp was (B)(6).